Event description:
A trilogy 100 ventilator was returned to the manufacturer for preventative maintenance. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's keypad was noted to have poor response. The keypad front panel keypad light emitting diode printed circuit assembly board was replaced to address the issue. Preventative maintenance was completed.